Event description:
After deployment and post-dilatation of the stent, it was thought that the eps (filter basket) may have snagged inside the stent while being removed, but it was found to be intact upon inspection outside the anatomy. The physician was disappointed that the stent was not well opposed to the vessel wall, and used a second epd and a balloon catheter to post-dilated with a better result. The devices were removed without incident. It was noted that later in the evening, the patient was reported to have slurred speech. A head CT and carotid ultrasound were ordered and both showed negative results. The neurologist nih exam had a score zero. The patient was hospitalized for 3 days.